Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a myocardial ablation to treat atrial fibrillation at the left atrium an intellanav stablepoint open-irrigated catheter the flow rate from the tip was different from normal when air was removed with high flow. The issue was solved by exchanging the catheter. The procedure was successfully completed with no patient complications.

Event description:
It was reported that during a myocardial ablation to treat atrial fibrillation at the left atrium an intellanav stablepoint open-irrigated catheter the flow rate from the tip was different from normal when air was removed with high flow. The issue was solved by exchanging the catheter. The procedure was successfully completed with no patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the device didn't present any visual defected for this reason the visual inspection pass. Per functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Leakage test did not notice any leak and unit passed the test with no problems. Device passed flow test, all six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The reported event was not confirmed.